Event description:
It was reported that during a colectomy procedure, the device cut but would not staple. No staples released. Another device was used to complete the anastomosis. There was no pt consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.